Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported inflation issues were confirmed. The reported material rupture and failure to deploy were not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported inflation issues appear to be related to circumstances of the procedure as it is likely the device was unable to inflate due to the hub damage identified during return device analysis causing the reported inflation issues. Factors that may contribute to hub breaks include, but are not limited to, material damage, mishandling by user, and interaction between the hub and other device (stopcock, indeflator, etc.). The investigation could not determine a conclusive cause for the reported failure to deploy and material rupture as neither issue was identified during return device analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the 3.0x12mm xience alpine stent delivery system was advanced without resistance; however, the stent could not be deployed because the balloon kept losing pressure and would not inflate. Another same size xience alpine stent was used to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.